Manufacturer narrative:
The device was returned to the service center for repair. However, the service center could not duplicate the issue of the wavy 3d image. The device was returned to the customer, but the issue was not resolved. A second event was reported for the same issue and is reported in MDR 8010047-2021-06766. The device was sent to the legal manufacturer (lm) for further evaluation. Lm evaluation is captured in the supplemental report of MDR 8010047-2021-06766. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device was returned to the service center for repair. However, the service center could not duplicate the issue of the wavy 3d image. The device was returned to the customer, but the issue was not resolved. The device is being sent to the legal manufacturer for further evaluation. Additional information is not available for this event. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use, the device yielded a wavy 3d image. There is no patient involvement and no harm reported to any patient.